Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they can no longer turn on the insulin pump and had partial display. The customer¿s blood glucose was 120 mg/dl. The customer was assisted with troubleshooting. Customer states the screen was flashing white and it keeps on beeping. Customer did not report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had flashing white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display. Unable to verify audio/vibrate anomaly/absence of alarm due to flashing white lcd display.